Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pr-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout? Later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during a procedure the blade broke and fell into patient. The blade was found and removed. No patient consequences.